Event description:
Reportedly, according to the patient, the status light on the subject home monitor went off after being plugged in for 3-4 hours. A transmission was attempted and the health check button was also pushed. While everything appeared to work correctly at first, the lights went off after some time.

Manufacturer narrative:
Please refer to the attached analysis report attachment: [20191126 - file-2019-03018 - analysis_and_closure_report_resp-2019-01700 .pdf].

Event description:
Reportedly, according to the patient, the status light on the subject home monitor went off after being plugged in for 3-4 hours. A transmission was attempted and the health check button was also pushed. While everything appeared to work correctly at first, the lights went off after some time.